Manufacturer narrative:
The field service engineer (fse) evaluated the ion-selective electrode (ise) module and confirmed the cause of the event was due to buffer delivery. The fse replaced the ise buffer valves, and the buffer dispenser unit, pn mu2552 to resolve the issue. System performance was verified. Patient demographics were not provided.

Event description:
The customer reported obtaining intermittent false high sodium (na) and/or potassium (k) and chloride (cl) results over two (2) days for thirty-one (31) patients, involving the au5800 clinical chemistry analyzer. This report references the event which occurred on (B)(6) 2017; please refer to MDR report 9612296-2017-00059 for the report of the event which occurred on (B)(6) 2017. The customer became aware of the event due to the data flags associated with the false high results. The results were flagged with the following data flags: "ph" (result is higher than the upper panic value), "j" (result is higher than the repeat decision range), and "f" (result is higher than the dynamic range). The false high sodium results were not reported outside the laboratory. There was no effect to patient treatment in connection to the event. Quality control was within the laboratory's established ranges prior to the generation of the false high sodium results.